Manufacturer narrative:
The corrective action was replacing the mainboard on the ultrasound system. Main board sent to vendor for evaluation.

Event description:
Customer reported that the dc-t6 ultrasound system shuts down abruptly. No patient injury was reported.